Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented to the clinic or routine follow up showing post-sensed t-wave oversensing on the ventricular lead. Patient was asymptomatic despite having received inappropriate atp therapy as a result of the oversensing. Programming changes were made to the device.